Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had a partial display anomaly; roughly every other day segments were missing from the display and the customer was unable to read the text. The patient's blood glucose at the time of incident is unknown. The customer mentioned that the batteries were changed several times but the anomaly persisted. Troubleshooting was initiated for the partial display issues and the pump passed the self-test. However, the customer's health care provider also expressed a preference for a new pump. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.